Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument, which passed. The cse performed a total service call and preventive maintenance (pm). The cse replaced parts from the pm kit. The cse ran multi diluent check, which passed. The cse ran quality controls, which were within range. The cse ran precision testing on the instrument. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.